Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was low most of the day. The customer's blood glucose at the time of incident was 50 mg/dl. The customer's blood glucose at the time of call was 212 mg/dl. The customer treated with juice. During troubleshooting, no insulin pump anomalies were noted. However, the caller recalled insulin drops occurring prior to connecting the set. Auto mode was not in use. The insulin pump was not returned for analysis.